Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic punch made an "irregular" hole. The surgeon used a #11 blade to trim the area that was irregular. The procedure was completed successfully with a heartstring seal. No additional patient complications were reported.